Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the three sensors failed with high readings and the two remaining sensors passed per specification with accurate readings. The introducer needles were checked for burrs and dull needle tip defects and none were found. The introducer needles passed per specification. All three sensor cannulas were bent. It could not be confirmed if the customer received in said condition due to the sensor being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her sensor readings are inaccurate. Customer's blood glucose is 99 mg/dl. She stated the sensor worked fine for three days and this morning she started received false low alerts. The sensor reading was 40 mg/dl, but her blood glucose was 100 mg/dl. Customer also mentioned one of the sensors got stuck in the serter, and another sensor caused excessive bleeding at the insertion site. Customer declined troubleshooting and wanted the sensors replaced. Nothing further reported.